Manufacturer narrative:
The following sections were updated in follow-up 1. A4, b4, d4, d9, g3, g6, h2, h3, h4, h6 & h11. One 10f guidestar steerable guiding sheath was returned under RMA# (B)(4) without the dilator. There were no other accessories. No visible blood was found on or inside the sheath. According to the event description summary, the deflection curve of the sheath appeared to be broken. Upon evaluation of the returned product, it was found that sheath would fully and smoothly deflect on both sides (figures 1a and 1b) and remained in place without losing the curve. The sheath was x-rayed through distal tip. It was found that the anchor ring remained in its original intended position and the pullwires were still attached without any damage. The sheath was then x-rayed through the handle. The coining rings were attached to both distal and proximal pullwires as intended. Also, there is a kink under the deflection section of the sheath. Per qa procedure (destino steerable guiding sheath in-process and final inspection) deflection test: perform deflection test according to procedure. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel through aql as established. It also verifies the length of the curve. Using the deflection inspection fixture, verify the centerline of the sheath meets the applicable deflection criteria. Before to starting to deflect the unit please ensure that the distal tip of the sheath is aligned with the distal engraved line of the template. · for bidirectional models, deflect the device until the curve falls within the applicable deflection template. Verify the deflection to be 170° (nominal 180° - 10°) in both (opposing) directions from the straight position of the sheath distal tip by sweeping the full template. The instructions for use (IFU) informs the user: verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to "deflecting and straightening the steerable sheath" for instructions. Twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. When the desired deflection point or site access is achieved, stop turning the deflection collar. Caution: to ensure retention of the desired deflection position(s), avoid contact with the deflection collar that may cause the sheath to change deflection shape. Do not deflect the sheath with dilator or with the device inserted. Caution: when in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient. Returned device analysis revealed the sheath was within manufacturing specifications. When the sheath was tested, it deflected fully and smoothly in both directions and the curve remained in place. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel at an aql level. According to the device history records, the steerable guiding sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional, and mechanical testing. No manufacturing defects were found. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
During ablation procedure deflection curve broke. Date of index procedure: (B)(6) 2024. The device deficiency did not lead to an adverse event. In the opinion of the investigator, the device deficiency could not have led to a sade or usade. The device was returned to the sponsor. On 24/sep/2024 it was reported, event date is 13/jun/2024, and event occurred in canada. During the ablation procedure of patient (B)(6) on (B)(6) 2024, it was reported a device deficiency of the guidestar sheath where the deflection curve of the sheath appeared to be broken. The lot number of the sheath is eg-09740, and catalog number is d-1433-01-si (17 mm). Event occurred during an index procedure, ablation with pulsed field energy, using the omnypulse catheter. The end user was ablating using the sheath and the omnypulse catheter. There was a total of three (3) catheters were inserted when the deficiency occurred, two (2) omnypulse catheters and one (1) pentaray catheter. There was approximately a 2-hour, 16-minute delay, since the sheath was defective, it made difficult for the physician to maneuver the sheath, but the procedure was achieved successfully. This probably had an impact in the speed of the procedure, however, as we do not take notes of delays, we cannot confirm this. The sheath was inserted on 11:58 am and removed at 14:16 pm. There was no medical or surgical intervention. The procedure was successful, and no adverse events or safety events were reported, related to this event. The physician decided to proceed with the procedure anyway, and finished the procedure successfully with no incidents, although with the broken curve, the maneuvering was difficult but not impossible. No tortuous path as the device was used per protocol, and patient's anatomy was normal.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.